Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-feb-08. It was confirmed that the explant date was unknown at the time of the implant procedure on (B)(6) 2018. The manufacturer's representatives were not present at the explant procedure when the pump was removed due to the infection. It was noted that the information was confirmed with the managing physician's office. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen at an unknown concentration and dose, indicated for intractable spasticity. It was reported that the patient¿s pump and catheter were removed due to an infection at the pump site. It was unknown if the infection was related to the device. The event date was asked but unknown. Per the caller, the issue occurred and everything was removed approximately two months ago. A new pump and catheter were implanted on (B)(6) 2018, and programmed to deliver lioresal [2000 mcg/ml] at s.c. 279.9 mcg/day. It was noted that the dose at the time of the infection was asked but unknown; the caller assumed the old concentration was 2000 mcg/ml. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-feb-12. It was reported that the pump was explanted on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-aug-10. It was reported that the hcp office noticed the incision not healing on (B)(6) 2017 and the explant was on (B)(6) 2017. The infection at the pump site was resolved. There were no further complications reported/anticipated.